Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that tissue became caught in the foot contributing to the reported difficulty retracting the foot resulting in the difficulty removing the device. Per the instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may led to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The patient effects of vascular injury and hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - against resistance.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery (rcfa) using the pre-close technique via a 7f sheath hole prior to a percutaneous coronary intervention (pci) procedure. Reportedly, after insertion, the foot plate was unable to fully close and the device was unable to be removed. Additional force was applied and the device was removed. However, vessel tissue was observed in the foot place. An 11f sheath was then inserted to stop the bleeding. The physician decided to use the left common femoral artery (lcfa) to continue the procedure. Two prostyle devices were successfully placed, and the procedure was completed without further issues. A femostop and manual compression were then used to achieve hemostasis in the rcfa. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.